Manufacturer narrative:
One opened trocar cannula/hub assembly was received in a syringe for the report of leaking. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was also found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 6 additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the reported lot was noted. Investigations have been completed and actions are presently being implemented to reduce the frequency of cutting instrument complaints for this issue. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes evaluation for damaged septums. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocars leaked during a right eye phacoemulsification vitrectomy procedure. The procedure was completed and there was no harm to the patient. The product sample is expected. No additional information is expected.